Event description:
It was reported that the t: slim x2 pump battery would not charge, and several attempts using different charging cables and wall adapters failed to resolve the issue. There was no adverse impact to the customer's blood glucose level. The customer used multiple daily injections (mdi) as a backup insulin therapy while continuing attempts to charge the pump. Tandem technical support arranged for a replacement pump to be sent and provided instructions for returning the non-functional pump, which the customer understood and acknowledged.